Manufacturer narrative:
The lay user/patient¿s meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter and test strips passed all testing with no faults found. The reported issue was not confirmed. In addition, retained test strips passed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2016, a reporter for the lay user/patient contacted lifescan (lfs) USA, alleging that the patient's onetouch verioiq meter was reading inaccurately high compared to her feelings and/or normal readings. The complaint was classified based on information obtained from the customer service representative (csr) documentation. The reporter was unable to specify when the alleged inaccuracy issue first began but claimed that at 12:30 a.m., on (B)(6) the patient obtained blood glucose reading of "400+ mg/dl" and a "high" blood glucose warning message with the subject meter which she felt was high compared to her feelings and/or normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages her diabetes with a combination of medications (lantus, 10 mg nightly and novolog, unspecified dose adjusted based on meter readings). The reporter claimed that immediately after obtaining the alleged elevated readings, the patient took 3 units of novolog in addition to her usual nightly dose of lantus. The reporter claimed that the patient later developed "extreme low blood sugar" and that as a result, the paramedics were contacted. Upon their arrival at 4:30a.m., on (B)(6) 2016, the paramedics treated the patient and "brought her sugar level back up"; no exact details regarding the alleged treatment were provided. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. The subject products were requested back for investigation and replacements were sent to the patient. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs' criteria for a serious injury reportable adverse event after the alleged product issue began.